Event description:
When opening the box found, it was found that the sterile packaging was broken and the item is no longer sterile.the rep was notified and will pick up the device. This is the third device in a week from covidien that has had defective packaging.what was the original intended procedure?bowel resection.